Manufacturer narrative:
Evaluation completed. One opened bl5423wvx pack with vitrectomy cutter from lot w8902 was returned in the original tray. All other products came open and loose in the pack, including the vitrectomy tray and prime cup. The tip protector for the vitrectomy cutter was loose in the tray and not attached to the vitrectomy cutter. The vitrectomy cutter came attached to the tubing. The needle was bent. The port window was in the opened position. There was wet and dry solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connector was inspected, and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and not reaching the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, the cause of the bent needle could not be determined. It was not possible to determine the cause of the bent needle and cutting performance due to the used, damaged condition in which the product was returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product was not returned for evaluation. The device history records were reviewed and found manufacturing and sterilization records to be acceptable. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
The user facility in (B)(6) reported during a vitrectomy procedure, the vitrectomy probe was not cutting, but continued to aspirate. The sales representative went to the doctor's office and performed several tests on the routes and parameters, but the probe continued to present a problem. The procedure was continued in another room using a non-bausch + lomb product due to not having any additional packs available to finish the surgery. There was an incision of the trocar to pass the vitrectomy probe, with no additional incisions needed. There was a delay in the surgical procedure and the patient received additional anesthesia. There was no patient impact reported.